Event description:
Not working (no flow). When staff tried to turn on the vent again after completing (failing) leak test, the turbine would not start up (resulting in no flow note attached to vent). Biomed tech replicated that vent would not pass leak test, but did not try to re-start the vent in normal operation.